Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated potassium result while using the architect c16000 process module. The customer provided the following result, customer provided acceptance range 3.5-5.0: sid (B)(6): initial: 8.6 mmol/l, retested using a second analyzer 3.9 mmol/l no impact to patient management was indicated. The result was not reported from the laboratory.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved parts replacement and maintenance by the fsr through standard troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend for the mixer which was replaced on the architect c16000 analyzer. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.